Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2009, this patient underwent an endovascular procedure using two gore® tag&#59412;® thoracic endoprostheses (tg3115/7244628, tg3115/06664275) for a thoracic aortic aneurysm repair. During the procedure, left subclavian artery coil embolization was performed. After the procedure, cerebrovascular disease was revealed. Medications and a course of injections were conducted. The aneurysm diameter was 53.1 mm. On (B)(6) 2009, an unknown endoleak was reported. The aneurysm diameter was 51.8 mm. The physician decided to monitor. The patient discharged. After that, the patient was not able to contact the medical institution. Follow-up was discontinued. No further information is available.